Event description:
The hcp reported the patient is experiencing intermittent "pins and needles" on right shoulder. Additional information has been requested by medtronic from the healthcare professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.

Manufacturer narrative:
.